Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the ventricular lead exhibited an increase in pacing impedance, small r waves and high capture thresholds. X-ray revealed the lead was dislodged. The patient&#38112;condition was stable. No intervention has been performed.